Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose level was 365 mg/dl. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, replaced pod and gave bolus. The pod was worn between 36 and 48 hours.

Manufacturer narrative:
The pod was received with the cannula deployed. The exposed portion of the soft cannula appeared straight. There were no kinks or bends. An occlusion alarm was generated by the pod, and timeouts were seen in the download data. Investigation of the drive mechanism found damaged threads on the lead screw. This indicates tube nut binding on the lead screw, which triggered the generation of the alarm. However, until the timeouts that triggered the alarm, the download data indicated no signs of struggle or pulse width increase. This data coupled with investigation findings of no additional damages or defects in the pod, including the soft cannula, indicate nothing that would result in the device failing to deliver insulin before generation of the alarm. (Device available for eval: yes, date returned to mfg: 8/5/2019) the device had been received at the time of initial report. (Device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.